Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: rvad dislodgement of outflow and inflow cannula.specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition.additional text: pulmonary graft seen through incision; right atrial cannula barely in right atrium.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of outflow graft; replacement of pump; other interventions, specify.other intervention : new blood pump tracking number 11865.implant device type: both (in the same or visit).malfunction device type: rvad.